Event description:
Reporter indicated that patient received high lead impedance results on system diagnostics. X-rays were reviewed by manufacturer. No obvious cause for the high impedance was visualized. Patient had exploratory surgery. Surgeon reported patient had developed a significant amount of scar tissue which caused the lead to be "pulled out of place". The physician dissected the scar tissue and placed a new lead without incident. Explanted lead is pending product analysis.

Manufacturer narrative:
Method code: manufacturer reviewed x-rays of implanted device. No gross lead discontinuities visualized. Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.